Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for teflon pad damage with metal exposed underneath the pad. The evaluation found the pad deformed and partially separated from the jaw. There was no damage to the probe.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for thermal damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Two (2) of 2. Olympus was informed that during a partial nephrectomy procedure, the teflon pad burned, exposing metal underneath. There was no report of patient injury, device fragment falling into the patient, or visible damage to the probe. The procedure was completed using another thunderbeat device.